Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No moisture damage was found on the electronic assembly and motor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had minor scratches on the display window and a cracked display window corner.

Event description:
It was reported that the insulin pump was exposed to fluid. Customer stated that the act button on the insulin pump was unresponsive and the customer is unable to get to the menu. Customer's blood glucose reading at the time of the call was 274 mg/dl. No further information reported.